Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was evaluated on-site; the cassette was tested and no leak was found. A batch review was performed and no quality or functional issues were found with the associated lot. The cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient's daughter called to baxter (B)(4) and reported that last night the patient observed a leak in the cassette at the moment to infuse. The leak was observed between the cassette and the lines. No patient injury or medical intervention was reported. The patient was disconnected and the device was retired. No further information is available.